Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device produced continuous low flow and air leak alerts. As a result, the nurse replaced the pads with a new set of pads; however, the air leak and low flow continued. Subsequently, the device was replaced with a second arctic sun device. Therapy was completed on the second device without further issues. The first device was sent to biomed for evaluation.